Event description:
The customer reported that the system was unable to start up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fuse on the multi outlet board was replaced. The system was then found to be operating as intended.